Manufacturer narrative:
10/9/97 two companion samples rec'd (customer had reported previously that the actual complaint blood line was available), eval not yet completed due to equipment delay. 12/10/97 two companion samples blood lines were visually inspected according to fmc procedure. No defects were found. The two samples were then submitted to an ethylene oxide residual analysis. Both blood line samples were then submitted to an ethylene oxide residual analysis. Both blood line samples were found to have levels below the lowest standard in the lab and below proposed FDA limits. Based on the results of the sample analysis, the complaint is not confirmed. There was no evidence of any mfg issue which could have caused or contributed to the complaint as stated. As indicated by the labeling, fmc's blood lines are sterile and non-pyrogenic in their sealed, sterile package. It should be noted that there are many clinical influences that can affect how a pt reacts to a blood line for hemodialysis, such as medications, priming solutions, priming procedure used, and individual pt sensitivities. Co will continue to monitor for similar occurrences. Complaint closed.

Event description:
Health professional reports that a leak in the post pump drip chamber was noted one hour into dialysis. Dialysis interrupted, arterial blood line changed and hd restarted. Rn alleges that after hd was restarted, the patient developed headache, dry cough. The patient had c/o shortness of breath earlier in the hd and it was continuing. It was not uncommon for this copd patient to complain of this. Nonetheless, symptoms increased. Medical intervention included oxygen, termination of hd and IV benadryl. Blood pressure was reported as stable. Patient was then transported via rescue to hospital. Complaint is against the replacement arterial line, as patient's symptoms appeared to worsen after the line change. Sample available for evaluation. Lot number recorded.